Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 106 mg/dl.